Manufacturer narrative:
Hailton medical ag case number is: (B)(4).

Event description:
The following was reported to hailton medical ag: after disconnecting the patient side (service lung) in adult mode unit does not show "disconnection alarm". Vti is 50 ml and vte is 0. No patient involvement as it occurred during a workshop.